Manufacturer narrative:
No devices or photos were received. Therefore, the condition of the component is unknown. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A complaint history review found no other complaints for the part/lot combination. This instrument has a potential field life of almost 15 years. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the trial was cracked before any involvement with the patient. Patient was not affected.